Event description:
Livanova deutschland received a report that, while disinfection, the 3t heater cooler displayed the error codes e5 and e7, on the patient side. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. A field service engineer was dispatched the customer and investigated the 3t heater cooler. To solve the problem, the stirrer motor and the distribution board were replaced. The device was released to user. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: a review of the device¿s service history indicated that the system was manufactured in 2018 and that no previous reports of similar events have been communicated to livanova. Based on the information collected and considering the outcome of previous investigations for similar occurrences, the root cause of the event has been attributed to faulty components, most likely due to normal wear and tear. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.